Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (chest anastomosis) surgical procedure, the vessel sealer extend blade did not retract back into the instrument grips. The procedure was completed as planned with no reported injury. Multiple follow-up attempts to obtain additional information were completed. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) associated with the complaint and was evaluated by the failure analysis team on 02/14/2022 and advance failure analysis engineer on 03/25/2022. Failure analysis investigations replicated the customer reported complaint that "the blade of the device cannot be moved back again". The vse instrument did not pass self-test during the initialization process. This failure was found to be related to the reported complaint. Review of error logs confirmed several homing failures (error 22026) during initialization using system (B)(4) on (B)(6) 2021, indicating the instrument would not work. During failure analysis, no dislodged blade was observed at the garage track. The instrument was placed on the system but failed homing resulting in a dislodged blade. After manually placing the blade in track, self-check still continued to fail with a dislodged blade. Blade and knife cable was manually extracted but no damage was observed. The vse instrument passed the knife slot and ceramic dot verification tests. This instrument was transferred to engineering for further evaluation. On march 25, 2022 advance failure analysis engineer investigated the vse instrument and confirmed failure analysis findings. The instrument grip cable was found to be slightly loose, which resulted in the jaws being unable to fully close. As a result, the vse instrument continued to fail homing after the blade was reset. The root cause of the loose grip cable can be attributed to a component failure. Additionally, the roll gear retaining ring was dislodged and recovered on the magnet. The root cause of the roll gear retaining ring dislodged can be attributed to manufacturing. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for part# 480422-01/lot# l90210525 0205 associated with this event has been performed. Per logs, the vse was last used on (B)(6) 2021 on system (B)(4). No image/video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigation, this complaint is being reported due to the following conclusion: advance failure analysis engineer confirmed the endowrist vessel sealer extend instrument has a component failure that would not allow for the grips to open with use of grip release. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: a2, a3, a4, g3, g6, h2, and h10. This supplemental MDR was being submitted in order to update the patient demographic information in section a (patient gender, patient age, patient weight, and patient date of birth).

Event description:
Refer to h10/h11 for follow-up information.